Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and identified a fault in the power management board. The fse replaced the power management board, and all functional tests were completed successfully in accordance with the manufacturer¿s specifications. The unit was returned to the customer for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿power management board¿. The issue was resolved by replacing the malfunctioning part. Root cause evaluation for the replaced part cannot be performed since the defective part was scrapped. However, per the cardiosave dfmea the possible cause of the failure mode is component reliability or unseated pcb.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) does not charge batteries. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.